Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the lead was passing through the sheath, a fluoroscopy image showed that the right ventricular (rv) coil portion of the lead had expanded like a bellows. The lead was removed from the patient's body and checked, and the coil was in a state of being "gathered". The lead was replaced and the procedure continued. No patient complications have been reported as a result of this event.